Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va105sk, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported that patient was having stimulation down their leg. The healthcare provider ordered an x-ray to see if the lead had migrated. The lead migrated and was cause the patient discomfort down their leg. The lead was removed and replaced with a new lead on the patient's left side. It was noted that the issue was resolved. The product was returned. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor

Manufacturer narrative:
Updated with initial reporter information. Analysis of the lead, lot #va105sk, found the body cut through and the product segmented. There were no significant anomalies.

Event description:
Additional information reported that the tines on the explanted lead appeared to not have deployed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.